Event description:
It was reported that the pressure waveform were strange. Alarms for high airway pressure was found in the logs. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer. No fault was found, and no parts have been replaced. The system device logs were sent for evaluation. No further issues with this anesthesia system has been reported. Evaluation of the received device logs shows that a successful system checkout was performed before and after the event. There are no recordings in the technical log during the date of event, which indicate the absence of technical malfunctions in the system. The log shows that the treatment was started in manual ventilation mode and after 10 minutes changed to automatic ventilation in prvc (pressure regulated volume control). After about 5 minutes, alarms for airway pressure high and regulation pressure limited were generated. The treatment was switched between manual ventilation, prvc and pressure support a few times. Alarms for airway pressure high and regulation pressure limited were generated in prvc. In pressure support, no alarms were generated. The treatment was then set back to prvc, and the user decreased the set tidal volume. After that no more alarms for airway pressure high or regulation pressure limited were generated. The treatment was ongoing for another 3.5 hours, until the system was set to standby. The cause of the alarms for airway pressure high and regulation pressure limited in prvc may have been due to a not optimal parameter or alarm limit settings of the anesthesia system for the actual patient condition, but this has not been confirmed. The strange pressure curve wave form was most probable caused by the generated alarms. The airway pressure high alarm is generated when the upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase which can be perceived as strange pressure curve wave form. The regulation pressure limited alarm is generated when the set volume is not attained due to the imposed restriction of the set upper pressure limit. The conclusion, based on that no fault was found in the system during investigation, the log evaluation and that the fault has not re-occurred, is that there was no system malfunction during the reported event. The root cause of the reported event has not been conclusively determined.